Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution administration set was leaking around the joint. It was not specified when in the process step this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device was manufactured in march 2022. The actual device was not available; however, retained samples and a photograph of the sample were evaluated. Visual inspections on the retained samples and on the provided photograph were done which did not identify any abnormalities that could have contributed to the reported condition. The retention samples were also gravity and leak tested, and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.